Manufacturer narrative:
The device remains implanted. Should further information be provided, this report will be updated.

Event description:
It was reported that during ongoing use, the device premature battery depletion. Technical services has been contacted to review data provided to determine the cause of the premature depletion. No updates have been provided at this time, and the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during ongoing use, the device premature battery depletion. Technical services has been contacted to review data provided to determine the cause of the premature depletion. No updates have been provided at this time, and the device remains implanted. No adverse patient effects were reported. Additional information: after review of disk analysis by technical services, it was determined that normal battery function was observed. Sam patch was installed, which can impact power consumption. Reprogramming was recommended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. After review of disk analysis, technical services determined that there was normal device function.